Event description:
I was attempting IV access on a patient. I removed the angio and retracted the needle in the usual fashion. I was unaware that the needle did not completely retract, as it should have.